Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was also reported that the battery dropped form 55% to 25% in 30 minutes. On another occasion the battery dropped from 60% to 25% in 30 minutes. The battery was also noted to jump from 80% to 100% on two occasions. There was no impact to the customer's blood glucose levels. It was indicated that the customer would continue to use the pump until the replacement has arrived.